Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication(s) experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient experienced post-operative complications after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's bowel injury and post-operative complications is unknown.

Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received uf/report (B)(4) with the following event description: event desc: the patient had a robotic colposuspension with mesh and a bilateral salpingo-oophorectomy (s&o). Several days post op she developed post operative pain, nausea and vomiting. General surgery was consulted. After some tests were done the patient was taken back to the or for an exploratory laparotomy. A small bowel iatrogenic injury was found and repaired. The patient tolerated the procedure well.